Event description:
It was reported that catheter entrapment occurred. A 8.0 x40, 75cm charger¿ balloon catheter was selected for dilatation a graft in the arm. After dilatation when the physician was trying to remove the device, it got stuck on a non bsc guidewire. The physician pulled the balloon trying to remove it but the catheter shaft was stretched and was "kinda" broke. The device was removed as and it was noticed that the balloon was defective and wouldn't inflate anymore. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).